Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. The customer blood glucose (bg) level was 45 mg/dl. Customer consumed carbohydrates to address their bg. The customer reverted to an alternate method of insulin therapy.